Event description:
It was reported via repair work order that the stretcher had intermittent zoom due to a damaged load cell weldment. Also, the brakes could not fully hold due to worn brake rings. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the stretcher had intermittent zoom due to a damaged load cell weldment. Also, the brakes could not fully hold due to worn brake rings. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the manufacturer's investigation, it was also determined that the siderail woule not remain latched into the upright position due to a broken spindle spacer.